Event description:
Event description guidant received information that during a lead revision procedure due to ventricular dislodgment resuting in loss of capture, this pacemaker and right ventricular lead were both explanted and replaced. The lead was noted as having been removed with gentle traction. The device was noted with set screw damage, and blood in the header. No adverse patient effects were reported.